Event description:
This report summarizes 5 events for the failure: overheating of device. 2 events had no health consequences or impact. 1 event had insufficient information. 2 events had problem identified during non-clinical procedure; there was no patient involvement.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 5 events were reported for this quarter. Product return status: 4 devices were received. 1 device investigation type has not yet been determined. Additional information: 5 devices were not reprocessed or reused.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. MFR report #. Supplemental rationale: 5 previously reported events were included in this follow-up record. Product return status: 5 devices were received. Evaluation findings (results/components): 5 devices: wear problem, no device problem found / housing. Product disposition: 5 devices: serviced and returned to customer.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between april 1 ¿ june 30 2025. This report summarizes 5 events for the failure: overheating of device. - 2 events had no health consequences or impact. - 1 event had insufficient information. - 2 events had problem identified during non-clinical procedure; there was no patient involvement.